Event description:
It was reported to ge that the sys generated smoke in the rt treatment room without fire. The cause appeared to be overheating of the focusing current connectors resulting in heating of the insulation material on the power and signal cables between the treatment room wall and gantry. Preventive maintenance specifies that this cable harness be replaced regularly; this affected cable had been in place for approx 3 yrs. No injury was reported.